Event description:
Option elite ivc filter found to be multiply fractured and embolized. Filter removed with forceps, one locally retained leg removed and one fragment removed from left pulmonary artery. One leg remains in an extravascular location.